Event description:
Boston scientific received information that over the last two years the impedance measurement for the right ventricular (rv) lead had increased and now was out of range at 2300 ohms. An x-ray did not reveal any significant findings. A revision procedure was performed where the rv lead was tested on a pacing system analyzer (psa) which yielded high out of range pacing impedance measurements of greater than 2000 ohms. Subsequently the rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.